Manufacturer narrative:
Results from chemistry testing on a retained unit from the same lot were within specifications. No deviations were noted from batch record review.

Event description:
Our office reported that a female patient experienced keratitis for 20 days following use of complete comfort plus multi-purpose solution. The patient's health care practitioner confirmed a diagnosis of keratoconjunctivitis. Patient was treated with several medications, including antibiotics. Patient outcome is unknown.